Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken and gram positive bacteremia was found in the bloodstream. Medication was administered. The implantable pulse generator (ipg) was explanted and replaced a few days later with a leadless pacemaker. No further patient complications have been reported as a result of this event.